Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). Additionally, the power led was observed to have an illumination failure during pm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the touch screen and power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
The visual inspection of the customer returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician found that the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failed could not be duplicated. There was no fault found on this returned touchscreen assembly.